Event description:
Customer reported that she had high blood glucose due to her insulin pump is cracked. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with missing motor support disk.